Event description:
It was reported that an occlusion alarm occurred. The customer changed pump supplies to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 389 mg/dl to "high". A correction bolus was delivered to address bg

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.